Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00868. The same patient is represented in each medwatch

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat rectocele and enterocele. The patient experienced pain, dyspareunia, urinary and bowel problems post implantation. Mesh excision was performed on (B)(6) 2009 due to erosion and trimming on (B)(6) 2011 due to dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00868. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, frequency and urgency.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence, frequency and urgency.